Event description:
According to the reporter, prior to use, there were trachs that would not hold air. The balloon was tested prior to insertion but it leaked. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.